Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted. Functional testing of the device included simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing its protective cap. This event occurred before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.